Event description:
It was reported that, this pacemaker exhibited noisy signals on the right atrial (ra) lead and the right ventricular (rv) lead. Upon review, it was found that the rv and the ra lead triggered a lead safety switch and exhibited high pacing impedance out of range, low amplitudes and noisy signals oversensing on both leads. Additionally, the minute ventilation (mv) was disable due to noisy signals oversensing in the ra lead and the rv exhibited loss of capture (loc) in bipolar configuration. The technical services (ts) recommended to consider a potential mechanical ra and rv lead impairment or dislodgement and an evaluation to confirm lead integrity and position should be considered. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: intermittent changes in pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. Risk review: a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, this pacemaker exhibited noisy signals on the right atrial (ra) lead and the right ventricular (rv) lead. Upon review, it was found that the rv and the ra lead triggered a lead safety switch and exhibited high pacing impedance out of range, low amplitudes and noisy signals oversensing on both leads. Additionally, the minute ventilation (mv) was disable due to noisy signals oversensing in the ra lead and the rv exhibited loss of capture (loc) in bipolar configuration. The technical services (ts) recommended to consider a potential mechanical ra and rv lead impairment or dislodgement and an evaluation to confirm lead integrity and position should be considered. This pacemaker remains in service. No adverse patient effects were reported.